Manufacturer narrative:
Since the device remains implanted, no inspection on the device is possible at this time. The manufacturer attempted to retrieve additional information regarding the event but no further information has been received to date. Based on an internal review of the imaging available on the paper, the event cannot be traced to a stent folding event since the bending of the stent, typical of the folding event, is not visible from the images available. Rather, it appears that the geometry of the valve is perfectly adapted to that of the annulus. The manufacturer has classified this event as a structural valve deterioration of the perceval valve, considering the presence of calcification. However, since no additional investigation could be performed, a definitive root cause for the reported event cannot be established at this time. It should be noted that structural valve deterioration is listed as a potential adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should additional information be provided in the future, the manufacturer will re-assess the event and provide an update to the competent authority.

Manufacturer narrative:
Since the device remains implanted, no inspection on the device is possible at this time. Further investigation is ongoing. This report refers to the ¿case 3¿ of the publication. The manufacturer submitted the information regarding the other 4 patients (i.e. ¿case 1¿ to ¿case 5¿) in separate incident reports, with livanova ref numbers: (B)(4).

Event description:
The manufacturer was informed on this event through the publication 'valve-in-valve transcatheter aortic valve implantation for bioprosthetic aortic sutureless valve failure: a case series' by vilalta et al. The paper reports five (5) illustrative cases of sutureless perceval valve failure occurring at a median time of 3 years after the surgical aortic valve replacement (savr) and which were treated between december 2018 and december 2019. All procedures were safely performed with good results (mean gradients < 20 mmhg with no residual leaks). This report refers to the third patient (indicated as 'case 3' in the paper), who received a percevals (pvs21) that failed after 3.42 years from the savr. The mechanism of dysfunction was of cusp calcification/degeneration associated with moderate (intraprosthetic) regurgitation and aortic stenosis (peak/mean aortic gradient of 78/49 mmhg). The patient received a edwards sapien 3 23 mm. The final aortic gradients (peak/mean) were 25/16 mmhg and, at the time of the 6 months follow up, 20/10 mmhg. During the valve-in-valve implant, the patient and an new-onset left bundle branch block, but no further treatment was required.